Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported blender motor is not working on the avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received gas delivery engine (gde) assembly for evaluation. The reported complaint was confirmed and duplicated. This is isolated to the oxygen blender assembly flag steps being out of specification by faulty actuator causing the blender to malfunction. The returned gas delivery engine assembly was received as contaminated components. (No es protection on printed circuit board assembly.